Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger faults) was confirmed. Upon investigation the charger was unable to charge a battery. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, the u13 cmos-flash microcontroller on the bedside pca was internally shorted. The root cause for u104 and u1003 failure and the shorted u13 cmos-flash microcontroller could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a patient's battery charger and report that the charger was producing faults.